Manufacturer narrative:
According to the customer, that rollator rear left wheel fell off of the unit. Stated that they were able to put it back on but now the wheel is wobbly. The customer stated that they have had the unit for about 2 years. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, that rollator rear left wheel fell off of the unit. Stated that they were able to put it back on but now the wheel is wobbly.